Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information obtained: the patient is under observation at an intensive care unit (uti). It will be necessary to redo the anastomosis end terminal of the rectum. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has the patient undergone pre-operative radiation or chemo therapy? How was the leak identified? How was the leak addressed? Was there any issue with staple form or quality of tissue in initial or secondary procedure? What device was used for the proximal and distal transaction? What color reload? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Did a hcp other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? What is the current patient status?

Event description:
It was reported that during a rectosigmoidectomy in oncology procedure, there was a rupture in the postoperative staples line three days after surgery. Per the doctor, as of (B)(6) 2016 the patient was still in the ICU because of the disruption of the staples line. Unknown how case was completed. One device was discarded.